Event description:
Baxter (B)(4) received a report that an infusor leaked at the fill port during filling. The device was being filled with a solution of glucose. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was confirmed. Upon sample receipt, the device contained 50 ml of fluid in the bladder. Visual examination noted a leakage (backflow) at the fill port. Subsequent visual examination of the disassembled unit found a 1.6-mm particle between the check band and the stress member. The root cause is under evaluation. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Should the root cause evaluation and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). It was determined that the particle trapped beneath the checkband was a piece of flash material originating from the stress member. The root cause of the reported condition was determined to be this piece of flash material trapped beneath the checkband.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.